Event description:
It was reported that during a knee surgery a tip broke and fell inside the patient. The tip was retrieved and the surgery proceeded with another available device.

Manufacturer narrative:
The tip breaking condition (ceramic plus electrode) was confirmed on the returned unit. However, a specific root cause for this condition could not be determined. The probable root causes for the reported condition can be associated, but are not limited to: non-conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway as this may result in damage to the tip of the probe. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a knee surgery a tip broke and fell inside the patient. The tip was retrieved and the surgery proceeded with another available device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.